Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 5vdc power supply connection was evaluated and reseated. This restored the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error prevented the system from booting to a usable state. There is no report of a patient injury or death associated with this event.